Event description:
It was reported that the pump returned to safety mode after being reprogrammed. Event logs showed a low battery since (B)(4) 2010 at "09.18". The pt had an "MRI with the pump on" (B)(6) 2010 at "12.18, 12.31, 12.51". The pump was programmed to continuous mode at 5 mg/day on (B)(6) 2010. By the next morning, the pump returned to safety mode again. The estimated replacement indicator was 34 months. The pump contained 36 mg/ml of morphine and 200 mcg/ml of clonidine and the daily dose was 15 mg/day. No injury or death was reported. The pt was hospitalized and experienced a withdrawal from morphine and the pt was administered intravenous morphine. A pump replacement was scheduled as of the time of this report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).